Event description:
Procedure type: unk. According to the reporter, after fitting the device the plastic collar assembly broke and a small metal clip detached. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported. No further pt or procedure details were provided.

Manufacturer narrative:
.